Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed an infection in the left axilla 3 weeks 1 day post miradry treatment. Keflex, ceftriaxone IV, and clindamycin were prescribed. A culture from the infected area was taken (date unknown). The culture result was positive for abnormal staphylococcus aureus, which is resistant to keflex and clindamycin. Levofloxacin (antibiotics) was prescribed to replace keflex and clindamycin. By 3 weeks 4 days, the clinic examined the patient and confirmed the infection completely resolved.